Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing. No changes or patient symptoms were reported.